Manufacturer narrative:
Patient information was not provided. The model and serial number of the involved pump was not provided. This information will be provided in a supplemental report if and when made available. As the serial number was not provided, the device manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative spoke with the customer over the phone and learned that the pump was over-occluded. The occlusion was reset to resolve the issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that one of the main pumps of the sorin s3 console displayed an overload error during a procedure that could not be cleared. There was no report of patient injury.

Manufacturer narrative:
Additional device information: model number: 10-60-00, serial number: (B)(4). Device manufacture date (dd/mm/yyyy): 02/27/2007. Through follow-up communication with the customer on december 16. 2016, sorin group (B)(4) learned that the part number and serial number of the involved device are 10-60-00 and (B)(4), respectively. The customer stated that no repair actions were taken for this issue, as the phone support provided by the sorin group field service representative was sufficient to correct the error.